Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this patient expired while connected to the fresenius cycler with approximately 20-30 minutes left to the dialysis treatment. There were no recorded allegations of a malfunction or product deficiency with the cycler involved in the death. The rn was calling to have the cycler picked up and returned to manufacturer. In the context of reporting the death, the nurse provided the patient was recently diagnosed with lung cancer with cancer throughout his body. Additional information about this event was obtained through a follow-up with the reporting nurse who confirmed the patient expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, the patient had concomitant covid-19 in the setting of suspicion for lung cancer with metastasis. The nurse stated the patient had declined treatment for the cancer. The nurse indicated details leading up to the patient¿s death are unknown. However, it was reported there were no cycler malfunctions or product issues related to the treatment/event. In addition, the nurse provided that the patient was completing pd treatments prior to death without any adverse effects. The nurse indicated while the exact cause of death is not firmly established; the patient¿s death is not suspected to be related to the fresenius cycler or pd therapy. It was stated the death was suspected to be related to concomitant covid-19 in the setting of having comorbid conditions of suspected lung cancer with metastasis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Currently, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused this event. At the time this clinical investigation was completed, the cycler had not been returned to the manufacturer and cycler product investigation is pending. While the exact cause of the patient¿s death remains unknown; the patient had several mortality risk factors including esrd, suspected lung cancer with metastasis, and covid-19. Given the patient¿s medical history and risk factors with no allegation/evidence of a cycle /treatment issue, the patient¿s death is likely to be related to multiple comorbid conditions.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this patient expired while connected to the fresenius cycler with approximately 20-30 minutes left to the dialysis treatment. There were no recorded allegations of a malfunction or product deficiency with the cycler involved in the death. The rn was calling to have the cycler picked up and returned to manufacturer. In the context of reporting the death, the nurse provided the patient was recently diagnosed with lung cancer with cancer throughout his body. Additional information about this event was obtained through a follow-up with the reporting nurse who confirmed the patient expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, the patient had concomitant covid-19 in the setting of suspicion for lung cancer with metastasis. The nurse stated the patient had declined treatment for the cancer. The nurse indicated details leading up to the patient¿s death are unknown. However, it was reported there were no cycler malfunctions or product issues related to the treatment/event. In addition, the nurse provided that the patient was completing pd treatments prior to death without any adverse effects. The nurse indicated while the exact cause of death is not firmly established; the patient¿s death is not suspected to be related to the fresenius cycler or pd therapy. It was stated the death was suspected to be related to concomitant covid-19 in the setting of having comorbid conditions of suspected lung cancer with metastasis.

Event description:
On 3/jun/2022, a registered nurse (rn) reported that this patient expired while connected to the fresenius cycler with approximately 20-30 minutes left to the dialysis treatment. There were no recorded allegations of a malfunction or product deficiency with the cycler involved in the death. The rn was calling to have the cycler picked up and returned to manufacturer. In the context of reporting the death, the nurse provided the patient was recently diagnosed with lung cancer with cancer throughout his body. Additional information about this event was obtained through a follow-up with the reporting nurse who confirmed the patient expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, the patient had concomitant covid-19 in the setting of suspicion for lung cancer with metastasis. The nurse stated the patient had declined treatment for the cancer. The nurse indicated details leading up to the patient¿s death are unknown. However, it was reported there were no cycler malfunctions or product issues related to the treatment/event. In addition, the nurse provided that the patient was completing pd treatments prior to death without any adverse effects. The nurse indicated while the exact cause of death is not firmly established; the patient¿s death is not suspected to be related to the fresenius cycler or pd therapy. It was stated the death was suspected to be related to concomitant covid-19 in the setting of having comorbid conditions of suspected lung cancer with metastasis.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) 9000ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient pressure sensor calibration check, voltage calibration check, catch-post hipot test, patient hipot test, and current leakage test. An internal visual inspection of the returned cycler was performed. There were visual indications of an insect infestation on the bottom cover under the pump assembly. The cause or source of the infestation is unknown. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.